Manufacturer narrative:
Investigation evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, and quality control of the possible devices was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be conducted as the complaint device lot was not provided. There is no evidence to suggest the device was not manufactured to specifications, or that there are nonconforming devices in house or in field. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures are being taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
PMA/510(k) #: device information currently unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the physician has experienced difficulty in separating the catheter and cannula during placement with an unspecified number of cook drainage catheters. The specific products, number of events, event details, patient details, and patient outcomes are currently unknown. Additional details regarding the complaint have been requested but are currently unknown.